Manufacturer narrative:
Unit passed the displacement test, active current measurement, and sleep current measurement. However, failed self test due to unexpected pump error 75. Unit was successfully download using thump for history files and trace files. No time loss/gain anomaly or unexpected battery loss noted during testing. However, on adapt, pump error 25 was noted several times on event date from 09/29/2024 01:00:00.000 hour through 13:09:00.000 hour. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage being found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, force sensor, and j6 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in summary, time/clock anomaly, unexpected battery power loss, and keypad/button unresponsive/button error not confirmed. Pump error 25 and 75 confirmed due to moisture damage found on j6 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, time/clock anomaly, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a power loss alarm. Customer was not able to clear the alarm. Customer reported a keypad anomaly and/or stuck button alarm. Buttons become responsive again after replacing battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.